Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support to perform a complete pump reset and will follow up if the issue persists.